Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_2__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle clog on lot # 8242845. Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that about a half a dozen bd ultra fine¿ pen needles the needles are not functioning and there is a blockage of the plunger. Customer reported, "regularly, in a box of 100 bd nano ultra fine pen needles, there will be approximately a half dozen needles that don't function. In other words, the insulin will begin to be deployed, but then the plunger will lock and no more insulin will come out of the needle. A change in needles then occurs. Why does that happen?" Additional verbatim: from phone call on 2019-02-26 13:41:04: consumer called back from email response. Using the 70/30 flexpen. Dial will go somewhat down but 6 units remain. Consumer does not prime the pen needle before dial up. Discarded the samples. Found 6 that would clog from this box. 320122 lot #8242845. Sending voucher.